Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report 1 of 9 for (B)(4).

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: (B)(4), manufacturing date: mar 31, 2020, expiration date: feb 28, 2030, part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm-sterile, lot number: 49p4988 (sterile), lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, n071483 met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 met all inspection acceptance criteria. Packaging label log (pll) , lmd was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿slight misalignment¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review, (B)(6) 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a tfna procedure, the surgeon reported binding between the drill bit and the nail when opening the lateral cortex for the fenestrated screw. The surgeon confirmed the nail degree and aiming arm matched with a drop test and conducted with both guide sleeves / trocars. Currently, it is suspected this occurred due to perhaps two things: first, a very slight flexion between the aiming arm and the insertion handle when adjusting for anteversion. With a tight incision that adjustment could push the deep tissue against the trocar, and the small flex could cause misalignment. During this case, however, he did not have to adjust much if at all. Second repeated forceful mallet blows can sometimes back out the connecting screw between the handle/nail enough to allow for minute play between the two. So, we're getting screw backing out but it's our suspicion, otherwise, we need to report this. No one else was hurt. There was no time loss maybe a couple of seconds. The procedure was completed successfully. The patient outcome was fine. Concomitant device reported: unk: impaction inst: hammer/mallet: (part# unknown; lot# unknown; quantity: unknown) this complaint involves nine (9) devices. This report is for (1) 11mm/130 deg ti cann tfna 170mm - sterile this is report 1 of 1 for (B)(4).